Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad tip plunger clamp in the reported problem area of the pipette assembly. The tip and plunger clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.